Event description:
A 26 mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck measured 23mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 110 mm. The pt has a history of a prior myocardial infarction with an ejection fraction of 40%. Iliac vessel morphology is unknown. It was reported that the stent graft was pulled down during the removal of the delivery system and a 28mm diameter x 3.75cm length aortic cuff was placed to attain proximal fixation. It was reported that the pull down of the stent graft may have been technique related. The final angiogram demonstrated no endoleak and successful exclusion of the aneurysm was achieved. It was reported that the pt is fine and no add'l clinical sequelae were reported related to the complaint.